Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of an open procedure, the thread broke while they were closing. An additional strand was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the open sample noted four partial sutures. The visual inspection and functional evaluation of the sealed sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while they were tying the knot during closure of a breast reduction procedure, the thread broke. An additional strand was used to complete the case. There was no patient injury.